Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade on (B)(6) 2016, a lv lead was implanted and since then the patient has complained of pocket pain. He complains that he can feel the wires in his pocket and when patient moves his neck will feel pain and discomfort. The patient requested to have the device pocket revised. The device and leads were in perfect operational condition. However due to the patient ¿request and concerns the physician simply repositioned the device within the pocket. There were no allegations against the device, no infections noted. The result was a repositioned device in the patient¿s pocket. Device remains implanted. The patient was stable following the procedure.